Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdtf012 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (asdtf012) have been reported from the same facility.

Event description:
It was reported that two needles were leaking from the blue y-site valve. This report addresses the first needle.

Event description:
It was reported that two needles were leaking from the blue y-site valve. This report addresses the first needle.

Manufacturer narrative:
This report addresses the used/opened sample. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak from the blue y-site valve was confirmed. The product returned for evaluation was two 20ga x ¾¿ miniloc infusion sets, w/ y-site. One sample was returned within the original sealed pouch and another was returned outside of packaging and contained blood-like residue within the extension tubing. A green injection cap was attached to the y-site luer on that sample. Gross visual evaluation of both devices was unremarkable. No potential damage, defect, or deformity was observed. Functional testing included flushing through both luer hubs of each sample and inspecting for leakage. A small drop of fluid was observed on the blue valved y-site luer of the used returned sample. No similar fluid droplet was seen on the other sample. Further infusion of the used sample using a stop-start technique, aspiration of fluid, and straight infusion of fluid, did not produce another droplet of fluid. No continuous leakage was seen during any of the testing procedures of either sample. A lot history review (lhr) of asdtf012 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (asdtf012) have been reported from the same facility.